Manufacturer narrative:
(B)(4). Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported via email that the electrode had extruded through the skin of the ear. She was scheduled for surgery during which it was also planned to do a cartilage graft.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Additional information: according to the available information, the surgical procedure required at implantation was a canal wall down approach, which might have induced the observed electrode lead extrusion by breakdown of the epithelial lining of the auditory canal. The exposed segment of the electrode lead was then covered during a revision surgery. The device remains implanted and in use.

Event description:
The recipient reported via email that the electrode had extruded through the skin of the ear. She was scheduled for surgery during which it was also planned to do a cartilage graft. In situ measurements taken the day of implantation show impedance on all channels within normal limits. It is unknown if any intra-op measurements were made during this cartilage graft surgery or if device is still functional.